Event description:
Caller reported a power source alert had occurred. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by leaving the wall adapter plugged into a working outlet, which enabled the pump to begin charging, and no further assistance was required.